Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that when the patient was implanted with the implantable neurostimulator, it was working for their pain on the left side. After about four months they started to have pain radiating across their hips. The patient stated that the pain had been going on for 6 years and that the therapy worked ¿somewhat¿. The patient noted that it is his thoracic spine that produces most of the pain which had been occurring since prior to implant. The patient asked the physician to put the leads up as high as possible which he did, but it never covered his pain from the time of implant. The patient had an MRI and he has some severe problems at t6, t8, t9, and t10. The patient noted that has three broken vertebrae in his back., and that he started complaining in 2010. The patient has had three surgeries and does not know how many injections. They further noted that the therapy had not been effective for that pain and they had not used the therapy as much. The stimulation was on their left side but now needed it more centered and to cover the right side. The patient was scheduled to see their spine surgeon on june 23, 2016 and wanted to have x-rays taken. The patient had contacted the manufacturer¿s representative to adjust their stimulation. They further mentioned that they only had one setting that they were using. Additional information was received from a consumer regarding the patient on 2019-jul-08. It was reported that the therapy causes cramps when the patient uses it, so he stopped using it, but once in a while he tried using the therapy but it was not effective for him. The patient last used the device in 2019. Additional information was received from a consumer regarding the patient on 2019-aug-27. It was reported that the patient was considering having the device removed. The patient¿s pain management physician wants him to try it one more time to see if he can get relief in the area that he is not getting coverage. The physician wants a manufacturer representative to meet the patient at the clinic to reprogram the patient. The implantable neurostimulator is uncomfortable because he wears a service belt, and it bears on top of the implantable neurostimulator. The implantable neurostimulator is placed right below the waist on the right hip. The patient sleeps on the right side, and that is where the implantable neurostimulator is. Additionally, the patient reported that the implantable neurostimulator was no longer staying charged. The implantable neurostimulator will discharge in 2-4 weeks even though he is not using it. The patient indicated that if he recharges his implantable neurostimulator, it heats up and causes him pain at the implantable neurostimulator site. It also takes a long time (3-4 hours) to charge. The patient noted that this had been occurring for about two to three years. There were no further complications reported.